Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that the pump battery ¿cannot be fully charged¿ leading to the pump shutting off and the customer experiencing a blood glucose level of 478 mg/dl with high ketones. As a result customer went to the emergency room and was subsequently hospitalized on (B)(6) 2023. Customer delivered a bolus via the pump to address bg and received intravenous fluids of saline and insulin while in the hospital. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to reach out to the customer regarding the battery issues; however, no response was received and no additional information was able to be obtained.